Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
The representative reported that they have experienced issues with the injectors riding over the iol. Additional information has been requested.

Manufacturer narrative:
Correction: on initial MDR the FDA product problem of 2339 was an error. It should have been 4010 on the original MDR. No other complaints reported in the lot, which should have been "one other complaint reported in the lot number" ¿ (corrected information provided in h.10.). Additional information reported in d.9., h.3., h.6. And h.10. The product was returned and misfolded trailing haptic was observed. The haptic was resting over the plunger which may have been interpreted as the reported complaint. The device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle. The plunger is at the trailing optic edge. The trailing haptic is above the plunger and is looped instead of being folded over the optic, which may have been interpreted as the reported complaint. The leading haptic is extended straight. The product investigation could not identify a root cause for the reported complaint. The trailing haptic was misfolded and over the plunger. All product and batch history records are quality reviewed prior to product release. The trailing haptic may fold incorrectly: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).